Event description:
It was reported that during surgery on (B)(6) 2015 for a distal third tibia fracture with 8 millimeter x 345 tibia ex nail, sterile screws and resorbable sleeves were inserted after expiration. Two standard 4.0 locking screws were implanted proximally. The surgeon subsequently decided to use angular stable locking screws (asls) distally. The reporter was reviewing the circulator¿s worksheets as screws were being inserted. As the records for the implant stickers were being reviewed, it was determined that the implants opened by the circulator were past the expiration date. Although the temperature indicators on the resorbable sleeves were in compliance, the sleeves were also past date. The surgeon was notified immediately of the past date issue. He decided to remove the asls screws which were replaced with standard 4.0 locking screws. A fourth screw was implanted distally with a standard 4.0 locking screw to complete the procedure. The resorbable sleeves stayed in the patient. There was a 15 minute surgical delay. It was reported that the surgery was completed successfully. This is report 4 of 5 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. No nonconformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.